Event description:
The facility reported a colleague infusion pump with an 814:09 failure code. This event occurred upon power up during biomedical servicing. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 589:317 was confirmed and reproduced during product evaluation. The root cause of this reported condition was assigned to a faulty pump head module. The pump head module was replaced in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.